Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that the device had a speaker malfunction with no additional information. The device was not in use on a patient at the time of event, there was no patient involvement.